Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). We were unable to analyze the package utilized in the reported event, as the package was not returned to us, we have reviewed related attachments and documented the circumstances as they were reported to us. The photograph was submitted; the label appears to be have illegible batch. Batch history record was reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
Received the shipping products with some defects. Unreadable printed label (lot# and expiration date).